Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing medical records regarding this event. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A clinic manager reported the patient had a dialyzer reaction. The patient developed sudden, increasing shortness of breath, coughing, and wheezing (oxygen saturation 82%) after approximately one hour forty minutes into the hemodialysis treatment. The treatment was ended, and then the dialyzer was changed to another fresenius optiflux (180nr) dialyzer. The patient was given oxygen and the oxygen saturation increased to 93%. The treatment was continued and successfully completed without further issue. The complaint device is not available for evaluation by the manufacturer.

Manufacturer narrative:
Manufacturing evaluation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500318e) shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported complaint of "internal blood leak." In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing and the sterilization dosage was within set parameters. The lots met all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records reveal the patient had dialyzed on (B)(6) 2016 with the optiflux 180nre dialyzer and had no reaction. Medical records state the patient had started hemodialysis on (B)(6) 2016 and there was no documented reaction prior to (B)(6) 2016. Medical records reveal the patient started on another manufacturer¿s dialyzer on (B)(6) 2016 and had no adverse effect. It should be noted that pre-dialysis notes reveal the patient had cold symptoms with harsh persistent cough and diminished lung sounds on (B)(6) 2016, lung wheezing on (B)(6) 2016 and diminished lung sounds with slight rales on (B)(6) 2016. However on (B)(6) 2016, (dates patient had no reaction during dialysis), the treatment notes reveal the patient¿s lungs were clear pre-dialysis. Medical records reveal the patient did have a comprised respiratory status prior to dialysis treatment on the days the patient did have a shortness of breath reaction. There is no documentation within the medical record indicating the patient has an allergy to the optiflux 180nre or optiflux 180nr dialyzer. There is no documentation within the medical record to suggest a causal relationship between the optiflux 180nre dialyzer or optiflux 180nr dialyzer and the patient¿s shortness of breath episodes.